Event description:
On 2020-(B)(6) the pt reports he is having an issue w/ the stimulator because he the ins is "ceasing to function" and will not communicate. Pt explained that he is not getting therapy relief from the ins because settings not available appears when he attempts to increase stimulation. Pt noted that he was able to get the ins charged to 70%, but the ins battery level has stayed at 60% for the last 2 days, when he typically uses up 25- 30% of the ins battery level each day. Pt noted as well he usually charges the ins every 3 days. Reviewed the settings not available screen w/ the pt. Pt confirmed he was able to decrease stim but not increase stim, he only had group a w/ program 1 available, and the ins was on. Pt noted he doesn't change groups or turn the ins off, and that when he sleeps and doesn't get stimulation from the ins, he is "miserable". Pt noted the issue has been since last week. Additional information reported on 2020-(B)(6) indicated that the cause of the settings not available message was unknown. The patient will be having a reprogramming session, but it has not been scheduled yet. Information received on 2020-(B)(6) from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there was high impedance on electrodes 10 and 15. The patient was unable to adjust intensity setting. The patient had increased leg and back pain. The device was reprogrammed. The pain was a consequence of the high impedance and therefore the electrode was unusable. The issue resolved without sequela. The patient reported uncomfortable stimulation when lying on their back on 2021(B)(6). There were high impedances noted on electrode 9. While interrogating the device, the health care professional noted seeing do not use on electrodes 8 and 9. Additionally, avoid electrodes 10 and 15. The patient was reprogrammed on 2021-(B)(6) not using electrode 9. The patient was educated on how to turn stimulation down. The cause of the uncomfortable stimulation was related to the patient's most recent programming and interrogation on 2020-(B)(6).

Manufacturer narrative:
Continuation of d10: product ID 977a275 lot# serial# (B)(6) implanted: 2018-(B)(6) explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are : product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead . Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 26-oct-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a spinal cord stimulator. They reported that there was a high impedance electrode 8 date of test: 20-aug-2020. It was stated that it was possibly related to the device or therapy and not related to the implant procedure. Device was reprogrammed and the issue was unresolved with no further action planned. No symptoms reported. No further complications were reported/anticipated at this time.